Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and found out the expiratory cassette with internal leakage. Expiratory membrane and moisture trap were changed, but the leakage issue remained unresolved. A new expiratory cassette was budgeted. No ventilator logs were provided. No further information is available. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).